Manufacturer narrative:
The report of ¿shocking sensation¿ was not confirmed. Analysis of the returned penta lead did not identify any anomalies that would have existed prior to the allegation that would have contributed to or caused a shocking sensation. This type of allegation is commonly associated with patient anatomy and/or the location of the pocket site and is not device related. The report stated the patient had not experienced falls or trauma prior to the allegation and didn't state if the pocket site was moved or modified during revision. Microscopic inspection found multiple outer tubing breaches and one broken exposed internal wire all a result of the explant procedure and is not related to the reported event. The DHR review showed that the lead had been manufactured, tested, packaged, and sterilized according to the current manufacturing specifications and passed all manufacturing test, visual inspection, and sterilization requirements. No rework or ncmr associated with this event.

Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Event description:
It was reported patient experienced electric shocks and the ipg was overheating. Surgical intervention was undertaken wherein the system was explanted to address the issue.